Event description:
It was reported that the patient felt that the ipg was sticking out since the patient has lost weight after being implanted. It was also noted that the patient felt uncomfortable when laying down and sometimes got a bruise on the implant site.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.